Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up. This would prevent the cine function from operating. A loss of subtraction, road-mapping, or other critical vascular cline functions could result in undue patient delay. There is no report of injury death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system hard drive and the cine drive. The system operates as intended.